Manufacturer narrative:
(B)(4).

Event description:
It was further reported by the patient that they received multiple inappropriate shocks from the right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.